Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead extraction with device change out. The patient's rv lead had exhibited out of range low impedances, oversensing, undersensing, and intermittent non-capture while having routine device interrogations in his cardiologist's office. The lead was successfully explanted and replaced. The patient was in a stable, hemodynamic state post-procedure.